Manufacturer narrative:
Evaluation codes: the previously submitted MDR inadvertently provided the wrong conclusion code for the event.

Event description:
The suspected handheld computer and flashcard were returned to the manufacturer for analysis. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. During the analysis it was identified that the flashcard contained 2 different sets of patient data. The cause for the anomaly is associated with the flashcard being using in multiple handheld devices. The multiple databases had no impact on the software performance. An analysis was performed on the returned handheld and it was identified that the handheld was unable to advance past the welcome screen. The cause for the display anomaly is associated with resistance values being higher than expected in the touch screen circuitry. Also, the main battery was missing. Once the display and main battery were replaced with a known good items, no further anomalies associated with the handheld performance were identified during the analysis.

Manufacturer narrative:
.

Event description:
It was reported that a company representative was having an issue with her programming system. It was reported that the screen of her handheld computer was freezing and non responsive. Troubleshooting was performed without solving the issue. The return of the suspected handheld computer is expected but it has not been received to date. Review of manufacturing records confirmed all tests passed for that handheld computer prior to distribution.